Event description:
A non-health care professional reported that following the intraocular lens implantation there was a scratch on lens on post op examination, there was some debris (unspecified) under the lens which was aspirated out. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Two photos were provided. The first photo is a close-up of a lens in the eye. The second photo is the same view with less magnification. The lens appears to be a single-piece monofocal lens. A narrow line/mark is observed, which appears to be on the posterior surface of the optic. The mark originates at the edge and extends across the center of the optic. No determination as to root cause can be made from the photo. Associated products were not provided. It is unknown if qualified associated products were used. The manufacturer internal reference number is: (B)(4).